Event description:
"Stent-graft removal and extra-anatomical bypass for the treatment of stent-graft infection after endovascular aneurysm repair" naoya kuriyama, md, et al. Annals of vascular diseases. 2022 mar 25;15(1):72-76. Case report: the patient was a 64y-o man. At the age of 61 years, MRI was performed as part of a detailed examination for low back pain. Impending aaa rupture was diagnosed, and the patient was urgently transferred to the authors¿ hospital. Enhanced CT was performed, and it revealed an aaa surrounded by diverse cystic structures up to 52mm in diameter. Evar was performed using a gore excluder, followed by administration of ampicillin/sulbactam for 11 days. Infectious aaa was suspected by preoperative CT. Preoperative blood culture was not harvested because of emergency surgery. However, blood cultures immediately after evar were negative. In addition, ga-67-citrate scintigraphy was performed, but no significant uptake was found; after 11 days, the patient was discharged. Administration of levofloxacin was then continued. The aneurysm diameter decreased progressively, and the cystic structures disappeared. At 3.5 years after evar, the patient repeatedly experienced low back pain and fever at over 39°c. He was hospitalized at our hospital. Hematology tests showed elevated leukocyte count and crp concentrations. Contrast CT showed an enlarged mass opacity below the renal artery surrounding the stent-graft. Furthermore, it showed no obvious bone destruction and no fluid retention in the intervertebral discs. After admission, administration of meropenem was initiated; however, the elevated leukocyte count, crp, and back pain persisted. At admission, the blood culture results were negative. The performance of 18f-fdg-pet showed a marked uptake of fdg, consistent with the mass lesions shown by CT. Stent-graft infection was suspected; therefore, we decided to perform surgery. A right axillary-bifemoral bypass was created using a gore-tex vascular graft (t-shaped, 8 mm ring) to ensure blood flow to the legs and intrapelvic organs. We closed and draped the skin incision of the bypass, followed by laparotomy. After taping using a 4 mm vessel loop and clamping, the abdominal aorta was severed, and the stent-graft was exposed. Following ligation and dissection of both legs of the stent-graft, the legs were pulled out of the left and right common iliac arteries, and each of these arteries was ligated. Next, the tip of the syringe was cut off, and the main body of the stent-graft was inserted inside the syringe. The syringe was pushed inside while gradually releasing the clamp on the abdominal aorta. To minimize hemorrhage associated with removal, while the main body was being pulled free, the abdominal aorta was kept closed with a vessel loop and tourniquet, and the abdominal aorta was clamped again. The abdominal aorta was then closed as an aortic stump using horizontal mattress sutures with tachosil (takeda austria gmbh) as a pledget with 4-0 prolene. The lumbar arteries were handled by suture closure from the inside of the aorta. Finally, the aortic wall has been left, but the surrounding tissue has been carefully debrided and cleaned as much as possible, followed by abdominal closure. The pathological sample was not collected; however, a partial abscess was formed in the aortic wall, and the fluid was examined by gram staining during surgery. It revealed that no bacteria were detected, but many neutrophils were observed. After surgery, meropenem was administered for 16 days. The culture for blood, the wall of the aorta, the iliac artery, and the extracted stent-graft were negative. The igg4-related vasculitis was eliminated. By 16 days after surgery, the leukocyte count and crp level had approximately normalized, and the patient was discharged in an ambulatory state. After discharge, oral levofloxacin was initiated and the patient was monitored for 3 years, although no recurrence or infection was found.

Manufacturer narrative:
A review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Per gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and/or require intervention include, but are not limited to: infection and reoperation. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.